Event description:
A customer observed negatively biased glu results for pt samples when using the vitros 950 analyzer. The results were not reported to the floor. Negatively biased glu results, if reported to the physician, may lead to inappropriate physician action. There was no report of pt harm as a result of this event.